Event description:
Per the clinic, the patient experienced skin breakdown and infection at implant site subsequent to sustaining a head trauma. The patient was treated with IV antibiotics (specific date and duration not reported) and was hospitalized for one month (specific date not reported). The patient also underwent skin flap rotation surgery under general anesthesia on (B)(6) 2024 to subside the infection, however, the issue did not resolve. The device was explanted on (B)(6) 2025 and there are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.